Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-01098. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification was unable to identify any issues and the device exhibited no signs of usage. The hene (helium-neon) laser fixture testing conducted did not identify signs of breakage along the length of the fiber. The aim beam is present at fiber output window as intended. The connector cone, segments, and tabs appear in good condition and secured. Product analysis was unable to confirm any deviations or malfunctions with the device. An evaluation conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that three fibers were used in a photovaporization procedure of the prostate. The first two fibers used during procedure were observed to be end firing. The procedure was completed with the third fiber without clinical consequences to the patient. 2 of 2.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2937094-2020-01098.

Event description:
It was reported that three fibers were used in a photovaporization procedure of the prostate. The first two fibers used during procedure were observed to be end firing. The procedure was completed with the third fiber without clinical consequences to the patient. 2 of 2.